Event description:
It was reported that during a surgery on the knee that the blade broke at the mount. It was further reported that the broken pieces were removed from the surgical site using a forceps. It was reported that no pieces remained in the patient.

Manufacturer narrative:
Device not returned for evaluation. In addition, no lot number or part number information was provided for further investigation.